Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported oil could not be extracted during the vitrectomy surgery. The product was replaced and the procedure was completed. There was no patient harm. Additional information was received from the company representative indicating that after the product replacement, silicon oil was extracted and the procedure was completed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, in return condition, the gray tip plunger was in the bottom of the syringe barre. The small parts tray (smpt) components were not returned. Silicone oil was observed on the cannulas. A console, representing current software versions was used to test the viscus fluid control (vfc) tubing. The syringe was connected to the adapter and could fully engage. The syringe seated in the adapter and the cannula¿s seated on the syringe luer lock barb firmly and securely. The cannula did not pop off during functional testing. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. The root cause of the customer's complaint could not be established since the returned sample met specifications; all connections were found to fit securely. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).